Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 12 (lifeband not present) error message" was confirmed during the archive data review, but not during the functional testing. Upon visual inspection, unrelated to the reported complaint, noticed bent battery lock. The cause for the physical damage was due to user mishandling. The battery lock was replaced to address the damage. The autopulse platform failed initial functional testing due to ua41 (patient temperature sensor failure) error message displayed upon powering on, unrelated to the reported complaint. Re-seated and cleaned the temperature sensor cable connector to address the ua41 error. The autopulse platform was subjected to the run-in test for 15 minutes using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The archive data review showed occurrence of multiple ua12 error message on the reported complaint date. Further review of the archive data showed occurrence of multiple ua41 error message on the reported complaint date, unrelated to the reported complaint. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Ua12 error message alerts when the lifeband is not properly installed. This can be cleared by ensuring that the lifeband is properly installed and restarting the platform. Following service, the autopulse platform was subjected to the run-in test for 32 minutes using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
During deployment for patient use, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 12 (lifeband not present) error message. No additional information was provided. No known impact or consequence to patient information was provided.